Manufacturer narrative:
Patient specifics with regard to gender, age, and weight were not provided. The doctor removed the patient's crown with a bur and placed the permanent restoration. To date, the patient is doing fine. A visual and physical evaluation was performed on the returned product, yielding results within specifications. In addition, no similar complaints were received with regard to this lot.

Event description:
A doctor's office alleged that temporary restorations placed with tempbond clear had to be cut off during procedures for approximately six (6) patients. This is the first of six (6) reports.